Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) installed gasket retrofit kit in accordance with the service bulletin. Stm completed preventive maintenance (pm). Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer requested to check cs300 intra-aortic balloon pump (iabp) to be checked out because iabp requires manual fill every hours and disconnect message on monitor. Event occurred while during use on patient. No patient injury or harm reported. No adverse event reported.